Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer stated that there were instances that buttons were not responding and it was happening every day. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was a response from a button. Customer stated arrow buttons and select button were unresponsive. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the buttons were responding now. The device will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing, however device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.